Event description:
The physician using an si avanti+ 6f mid w/o gw&obt noted that approximately 14cm of the distal portion was left in the patient's radial artery after trying to remove it. The radial artery spasmed and clamped down on the sheath. Cardine was given via IV prior to the sheath being removed. Force was used when trying to remove the sheath. The patient needed surgery to have it removed. The unit appeared to have stretched just distal to the suture collar and separated. There were no issues with the packaging prior to the device use. Difficulty was experienced while inserting a shorter cordis sheath so it was removed and replaced with this, longer, sheath. Wire and guide catheters were exchanged through the sheath

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint report stated that approximately 14cm of the distal portion of an avanti+ sheath separated and had to be surgically removed. The sheath was being used for transradial access. The radial artery went into spasm and clamped down on the sheath. Cardene was given prior to the sheath being removed. Force was used when trying to remove the sheath. After removal, the unit appeared to have stretched just distal to the suture collar and separated. During the investigation, it was determined that difficulty was experienced while inserting a shorter cordis sheath so it was removed and replaced with this, longer, sheath. No lasting patient injury was reported. The products were not returned for analysis; however, photographs of the damaged unit were received. The picture shows a 6fr avanti+ sheath introducer with dry blood inside the tubing and the cannula. The distal tip of the cannula is damaged and it appears that part of the distal tip has separated from the cannula. The separation point appears to have elongated before separating. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is not known what factors may have contributed to the insertion difficulty of the 1st sheath used in the procedure; no clinical information was provided regarding this event; the product was not returned and the lot number is unknown. The cannula stretching / separation could be confirmed with review of the pictures. Although the exact cause of the event could not be conclusively determined (as the product was not returned), there are no indications that this is related to the manufacturing process. Review of the clinical information demonstrates the artery was in significant spasm and some force was used when withdrawing the sheath. Radial artery spasm is frequently associated with transradial access and may be triggered by fear, anxiety, failed puncture, pain or rough manipulation of devices. "Spasm" may refer to a considerable amount of friction between the radial artery and the equipment used and may be caused by mismatch between the outer diameter of the sheath and the inner diameter of the radial artery. Causes of true arterial spasm may include fixed atherosclerotic lesions, vessel tortuosity, small radial artery diameter or erroneous entrance into small side branches. Spasmolytic cocktails are commonly used to reduce the incidence and severity of radial artery spasm and hydrophilic coated sheaths can help to reduce this occurrence in spasm-prone patients. As no product was returned for evaluation, it was not possible to determine if any surface anomalies were present on the sheath. No actions will be taken at this time.